Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received a questionable low uric acid result for one patient sample. The initial result was 1.14 and the repeat result was 299.40. No unit of measure was provided. The erroneous result was not reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number was 273263. The expiration date was requested but was not provided. Review of the provided calibration and qc data found no issues. The reaction monitor indicated too little sample was in the reaction.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. As it was confirmed there were no further issues with no intervention, it was assumed a sample quality issue was the cause.